Event description:
A report was received that the pt's skin tore during the trial implant procedure in the operating room. The pt has very thin skin and it tore when the pt was lifted onto the operating table. The physician gave the pt a lidocaine patch for the pain. The pt also received wound care at the emergency room.

Manufacturer narrative:
This is the final report.